Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with 550cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture and generalized illness symptoms including pain, rashes, memory loss, fevers, sinus infections, insomnia, and fatigue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast reconstruction surgery with 550cc mentor memorygel breast implant on both sides and experienced bilateral breast implant rupture and generalized illness symptoms including pain, rashes, memory loss, fevers, sinus infections, insomnia, and fatigue. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right-sided device.

Manufacturer narrative:
On february 6, 2024, mentor became aware that the date of surgery was in (B)(6) 2023. Exact date is august is not available. Patient stated that the surgeon is not responding. Patient stated she was diagnosed with breast cancer at the age of 24 and a double mastectomy was performed. It was reported that the left side was found to be ruptured. She went through tissue expanders and implants with the subsequent removal in august of 2023 due to health issues reported. The following fields have been updated on this form: is required intervention has been selected under section b; field b2 fields d6b for explantation date have been updated to (B)(6) 2023. Medical device problem code has been updated to "adverse event without identified device or use problem" under field h6 on this form. Field h6 health effect - impact code ¿device explantation¿ has been added. Field h6 type of investigation has been updated to "device not returned". Reason for device explant and/or reoperation: right generalized illness. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).